Manufacturer narrative:
Please note that additional clarification on the customer's reported complaint was obtained on 11/16/2015. The initial MFR. Report indicated that the pc400 coil failed to "deploy" and was removed from the patient. Additional clarification from the customer indicated that the reported complaint should have been that the pc400 coil would not detach in the aneursym and was removed from the patient. Result: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc 400) pusher assembly; the pusher assembly was fractured approximately 5.0 cm from the proximal end; the coil was intact with the pusher assembly; the distal end of the pusher assembly had coagulated blood inside the lumen. There were multiple kinks along the entire pusher assembly. Conclusion: evaluation of the returned device revealed that the pusher assembly was fractured and kinked, and the pet lock was intact. The pet lock on the proximal end of the pusher was intact, which indicated that no attempts were made to detach the coil using a detachment handle. Therefore, the root cause of this complaint cannot be determined. Attempts to detach the coil by the penumbra investigator were unsuccessful due to the coagulated blood that kept the coil stuck inside the distal detachment tip. The fracture and the kinks along the entire length of the pusher assembly were likely incidental, and may have occurred from packaging for return. These devices are 100% functionally tested and visually inspected for damage during in-process inspection.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the pc400 coil failed to "deploy" and was removed from the patient. The procedure was completed using new pc400 coils and another manufacturer's coils. There was no report of an adverse effect to the patient.